Manufacturer narrative:
Date sent to the FDA: 09/26/2008. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reports that a tear was observed around the upper left heat seal of the reservoir six days after placing the device in service. No adverse patient consequences were reported.